Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 could not be opened. A field service engineer (fse) reseated the pyxis bus module cable connector and replaced pyxis bus module board for matrix drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6 on cabinet ckpx-cpc failed to open or recover. The cabinet was rebooted multiple times without improvement. The back panel of the cabinet was also removed to determine whether an obstruction behind the drawer was causing the issue, but no resolution was achieved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.